Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported the patient reported since implant they experienced poor coupling, poor communication, and it was taking too long to charge their implantable neurostimulator (ins). The patient reported it was hard to connect their ins recharger (insr) to their implant. When they did, they only got about four bars, and it took 5-6 hours to charge. The patient was sent a new insr antenna, as it was damaged. The patient called the following day and noted they charged their ins last night and saw that it was fully charged. When they took the charger off, their ins was also off. The patient reported they turned their ins on in the morning, and it was showing that it was only 3/4 full. The patient noted they had to charge their ins every other day. The patient stated they noticed their ins depleted quickly since it was implanted. The patient reiterated that they met with a manufacturing representative, and they turned down their settings, because they were thinking they were too high. No symptoms or further complications were reported/anticipated.